Event description:
While using the laser to break up a stone, the fiber optic broke and a candle-like flame appeared on the end of the socket. The broken cable was removed and the flame self-extinguished. No harm to patient and case was able to proceed. FDA safety report ID # (B)(4).